Event description:
It was reported the infusion set was bent and it was causing the customer have high blood glucose of 519 mg/dl. Customer has been high since the day since yesterday. Customer didn't have any symptoms. The drive support cap was normal. Customer's spouse was advised to disconnect at the quick release. No air bubble or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer's spouse did not have the tubing clamp, unable to perform high pressure test. Customer's spouse was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.